Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the depth gauge for locking screws to 100mm for im nails (part # 03.010.072, lot # 1576407) was received at us cq. Visual inspection of the complaint device showed the needle was bent at multiple location. There was no evidence of device breakage. The overall complaint was confirmed for bent. The complaint is not confirmed for the broken condition. Although no definitive root-cause can be determined, its possible the device experienced unintended forces while in use. No manufacturing or design issues were identified during the document review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot ==> part: 03.010.072. Lot: 1576407. Manufacturing site: hägendorf. Release to warehouse date: 20.nov.2006. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device history batch ==> null. Device history review ==> null. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: reporter is a synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, while inspecting the instruments after going through the decontamination process it was noticed that the depth gauge was damaged. The tip of this depth gauge was bent and the wooden handle was cracked and pieces of it are broke off. There was no patient involvement. This report involves one (1) depth gauge for locking screws to 100mm for im nails. This is report 1 of 1 for (B)(4).